Event description:
A ventilator was returned to the manufacturer's service center with a complaint the device does not audibly alarm for high pressure. There was no reported patient harm or injury. The ventilator was evaluated and the customer's complaint was confirmed. During testing, the ventilator did not relieve pressure or audibly alarm at the high pressure limit setting. The high pressure limit potentiometer was found to be incorrectly connected. The potentiometer uses a three pin molex connector to attach to the ventilator's power board. The molex connector was attached to the power board with only two pins. The molex connector was re-attached to the power board to correct the problem.

Manufacturer narrative:
A review of the ventilator's service history confirmed, the device was serviced by the manufacturer on (B)(4) 2009. The device passed all testing at this time, which included verifying the function of the high pressure limit potentiometer. The ventilator relieved pressure and audibly alarmed as designed prior to being returned tot he customer. Based on the available information and testing results, the ventilator's potentiometer connector appears to have been altered sometime after (B)(4) 2009 by someone other than the manufacturer. The function of the high pressure limit potentiometer would not affect the ventilator's ability to deliver therapy to the intended user, but in the event of a high pressure situation, the device would not relieve pressure at the set high pressure limit. There was no patient harm or injury. The manufacturer concludes no further action is required.